Event description:
Pt returned to surgery for a recurrent incisional hernia repair. Upon exploring the incisional hernia, dr. Found that the mesh had torn. Mesh was removed and sent to pathology with instructions for mesh to be returned to surgery. Pictures of mesh were taken. Original surgery date was in 2007 that mesh was implanted.